Event description:
Patient was revised to address implant dislocation. Report also noted that the cup was vertical but well fixed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned instrument confirmed the threaded tip is damaged from misuse and/or heavy usage. The vendor date code ag0306 indicates the instrument was manufactured in march of 2006 and is over 8 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 4/19/2016: litigation received. Litigation alleges pain, stiffness, and decreased rom. There is no new information that would change the existing investigation. This complaint was updated on: 4/25/2016.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 8/10/16- pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported that there was a loose acetabular cup, but the screw had excellent purchase. The revision surgery note also reported a loose femoral component. Adding unknown srom stem. The complaint was updated on:09/07/2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or liner. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head lot code. Previous review of device history records finds no related deviations or anomalies that would have contributed to the reported event. No other additional reports were found against the other provided product/lot code combinations since their release to distribution. Review of provided patient radiographs confirms the reported dislocation. The cup is confirmed to be in vertical placement. The patient is a reported (B)(6) year old male with a calculated 49.2 bmi. The patient is considered morbidly obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Pfs alleges discomfort and inability to walk. After review of medical records, patient was revised to address dislocation and loose femoral component. Revision notes reported of stiffness of the hip, scar tissue was very thickened, and the s-rom was anteverted nearly 80 degrees compared to his condyles. The acetabulum was totally vertically oriented and had almost no anterversion. The cup was also noted to have micro motion and notice to be grossly loose. It was also stated that the cause of the dislocation was due to the position of the cup. There was also minimal black stained tissue or metallosis. It was also mention that patient was very stiff and very obese. Added lawyer, medical history and patient harms. Updated dor.